Event description:
It was reported the system failed to boot completely. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.